Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: indeed, we encountered a suture problem during a surgical procedure. The 3 sutures loosened during the same procedure yes. This had no consequences for the patient but it impacted our care because it occurred during the realization of an overjet, which we had to resume several times (waste of time in particular). I didn't think of writing down the lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull-off occur: was the needle separated during dispensing, but before use on the patient? Or was the needle prematurely released from the suture strand during use on the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread pulled off/loosened from the suture. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when did the needle pull-off occur: was the needle separated during dispensing, but before use on the patient? Was the needle prematurely released from the suture strand during use on the patient? Indeed, we encountered a suture problem during a surgical procedure. The 3 sutures loosened during the same procedure yes. This had no consequences for the patient but it impacted our care because it occurred during the realization of an overjet, which we had to resume several times (waste of time in particular). I didn't think of writing down the lot number.